Manufacturer narrative:
This report is submitted december 7, 2018.

Event description:
Per the clinic, the patient developed an infection and experienced a performance decrement and device extrusion through the tympanic membrane. Subsequently, the patient was administered antibiotics and underwent surgery on (B)(6) 2018 to close the perforation. It was also reported that the device was explanted (date not reported) and it is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on april 29, 2019.